Event description:
Patient status post zero-p implanted on an unknown date at level c5-6 was discovered to have adjacent level disease and a non-union on an unknown date. Patient was returned to the operating room on (B)(6) 2012, hardware was removed, patient was revised to competitor's hardware.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.